Manufacturer narrative:
The device was returned and evaluated. A visual assessment confirms that the stem fractured in two pieces; the distal slot are bent. The femoral head has surface scratches. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A lab analysis indicated the head¿s scratches were potentially due to contact with the acetabular component after the fracture/during removal. No bone attachment was on the proximal piece suggesting a lack of support. Damage on the proximal end of the distal piece of stem potentially occurred during removal. The stem fractured approximately 115 mm from the center of the femoral head; fatigue striations were observed on the fracture surface. The fracture was likely due to a lack of sufficient proximal support, observed in revision cases. The lack of sufficient this support would subject the stem to fatigue loads at a more distal location thereby causing an increase in stress, decreasing the load carrying capability. In these type cases, the stem can be subjected to loads that are above the fatigue strength of the material which leads to the fracture. A clinical analysis indicated that the patients pmhx, op notes, and other clinically relevant information was not provided for assessment. Both poor bone quality and use with non-s&n approved components potentially contributed. The impact of this breakage to the patient cannot be assessed beyond the impact of the revision itself. No further clinical assessment is warranted at this time. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to implant fracture.